Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed excessive corrosion, burnt contact pins within the motor assembly, and damaged bearings. The device also heated up during the evaluation. The motor assembly, rotor assembly, and bearings were replaced and the drill was returned to the user facility.

Event description:
It was reported that during a spinal procedure, the drill continued to operate when the trigger was not activated. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.